Event description:
It was reported that the ventilator displayed an inspiratory tidal volume value lower than expected. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The ventilator¿s issue was reproduced during troubleshooting. During on-site visit, the device failed internal leakage test with message 'pressure transducer difference > 5cmh20' during pre-use check. Moreover, during testing of ventilation issues with expiratory tidal value being zero and positive end expiratory pressure (peep) being too high were noticed. The pressure transducer printed circuit board (pcb) was defective. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. A positive end expiratory pressure (peep) is maintained in the alveoli and may prevent the collapse of the airways. Review of the device's logs confirmed that several clinical alarms have been generated, as an indication of difficulties with ventilating the patient. Alarms such as expiratory minute volume: low, paw high, respiratory rate high, respiratory rate low, vt insp. Overrange and inspiratory flow overrange indicate insufficient ventilation of the patient. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. Unfortunately, defective part was not available for further investigation. The cause of the claimed issues in this customer product complaint has been determined. The issues were related to pressure transducer pcb.

Event description:
Manufacturer's ref. #: (B)(4).